Event description:
A u.s. Distributor returned an electrode belt indicating that the ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) was confirmed. As received, the electrode belt failed the ECG fall-off test. Upon evaluation, the white (drvn_gnd) wire was open inside the trunk cable. The cause of the non-functional ECG electrodes is the open white wire. The root cause of the open white wire cannot be positively identified. No adverse event resulted from the open wire.